Manufacturer narrative:
A device history record (DHR) review was not conducted due to no product was returned by the customer. As a result, a complaint investigation / product evaluation and problem confirmation cannot be performed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. UDI is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that the device was not heating up. No patient injury was reported.